Event description:
The territory manager (tm) of a (B)(6) male pt contacted lifecor customer support to report that the pt's belt had gelled. No treatment was delivered, but the electrode belt had deployed gel from all three therapy electrode pads. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (gelled belt) has been confirmed. The belt did deliver gel, however, a treatment was not delivered. Upon further eval, it was found that the belt gelled due to an automatic event caused by noise. The pt did not use the response buttons appropriately during the false detection, resulting in the gelled belt. It was found that the cable from the distribution node to ECG b had an intermittent failure that caused signal noise on both fb and ss channels. The root cause of the cable failure cannot be positively determined. No adverse event resulted from the defective electrode belt cable. The pt rec'd a replacement electrode belt.